Manufacturer narrative:
On (B)(6)2021, bwi received additional information regarding the event. There was a confirmed decrease in pulsation and decrease in blood pressure. This event occurred when the lpvi was completed and at the transition to rpvi. After lpvi was completed, atrial septal puncture was performed and drainage was performed. Venous blood 500cc drainage was performed. After confirming the stability of hemodynamics, the procedure was completed. The doctor in charge commented that it was venous blood, and because it was as large an amount as 500cc, it may have happened in front of the bb in the right atrium, and there would be no cause or effect of the bwi product. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30564169l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6)-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The patient experienced decreased heartbeat & decreased blood pressure after lpvi was ended, when moved to rpvi. After lpvi was ended, a septal puncture was performed and drainage was performed. Drainage of 500 cc of venous blood was performed. After hemodynamic stability was confirmed, the procedure was completed. The physician commented that because it was venous blood and the volume was as large as 500 cc, it might have occurred before bb in the right atrium. There seemed to be no causal relationship with bw products. This adverse event was discovered during use of biosense webster products. The physician was unsure about the cause of event. The physician considered that the event might have occurred before atrial septal puncture of the right atrium because the drainage blood was venous and the amount of drainage was as much as 500 cc. There seemed to be no causal relationship with bwi products. Medical intervention provided: drainage was performed. The patient outcome of the adverse event: fully recovered. It was not reported that extended hospitalization was required. A transseptal puncture was performed but the product details were unknown. Prior to noting the pe or CT ablation was performed. There was no evidence of steam pop. This event occurred during the ablation phase. We tried to obtain detailed information on catheter, flow settings, and pump but we were unable to obtain the information. It was not reported that inappropriate use was conducted without instructions for use (IFU). It was not reported that there was any error message observed on biosense webster equipment during the procedure. Since the event is life threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.